Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of thoracoabdominal aortic dissected aneurysm using a non-gore stent graft and gore® excluder® aaa endoprosthesis. Two aortic extender endoprostheses were implanted distally. On an unknown date, follow-up exam revealed a dissection form the proximal end of the non- gore stent graft. On (B)(6) 2021, a gore® tag® conformable thoracic stent graft with active control system was implanted proximal of the non-gore stent graft to treat the dissection. Upon the deployment of the conformable gore® tag® thoracic stent graft with active control system, the partially uncovered stent portion unintentionally partially covered the left subclavian artery (lsca). The angiography for the lsca was not performed but the arterial line of the left upper arm was confirmed and there was no issue for the blood pressure. The physician decided to conclude the procedure without any treatment of the partially covered lsca.